Manufacturer narrative:
Patient information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software analysis stated that the behavior described is the intended behavior of the software. Software is functioning as designed. No failure found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. Concomitant medical products: other relevant device(s) are: product ID: 9733763, version #: 2.2.8. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that the site stated that there was an inaccuracy with tracing. No further information was received. Additional information was received stating that the procedure type was a functional endoscopic sinus surgery (fess). There was a 15 minute delay to the case. There was no inaccuracy once the site made the adjustments to the 3d model and re-registering. No impact on patient outcome. There was no need for service. The scan was used to create a 3d model that needed adjustment, but the customer did not adjust the model. This led to the bad registration. Once the model was adjusted the registration went fine. The site called the issue in prior to knowing all details of the situation.